Manufacturer narrative:
Complaint was to be closed out to another event due to actions being addressed for "product in weld-doyens" corrective actions have been implemented. Event was completed and closed out on january 6, 2016. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. The sample was not received at time of evaluation. The case will be updated on receipt. Photo confirms that the dressing was trapped in seal. The investigation has been based on batch history record review and a discrepancy was found. Dressing was trapped in seal weld, does not comply with specification. A review was conducted and there was a vision system fault which may impact the complaint issue. This warrants further action and a nonconformance have been opened previously. This complaint will remain open until completion of nonconformance.

Event description:
It was reported that the dressing was press-fit together with the primary pack. According to the picture received; it shows the dressing was trapped in the weld of the packaging. No patient involvement was reported.